Event description:
Pt cardiac arrest. Rhythm ventricular fibrillation defibrillated pt at 200, 300, 360 joules. EKG rhythm remained v-fibrillation. Attempt defibrillation at 360 joules. EKG showed paddles with dotted line. Attempt switching leads. Turn monitor off and on again. Unable to defibrillate.